Manufacturer narrative:
Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue. Effects: loss/poor waveform. Calibration/alarm errors. Pump unable to detect sensor. Risk analysis (dfmea): failure modes include insertion difficulty, lumen/sensor damage, migration causing fiber break. Severity low (2¿3), occurrence low (1), risk index 0. Labeling review: ifus for sensation, sensation plus, transray plus include alarms (iva1¿iva4) and precautions for proper connection and alternate pressure source. Conclusion: no escalations required; risk within profile; IFU addresses failure; no non-conforming or counterfeit product identified.

Event description:
It was reported that the intra-aortic balloon (iab) had a fiber optic cable failure. There is no information about patient involvement. No harm is reported. Based on a communication from the field service engineer, a broken fiber optic cable was identified at the disposable balloon.